Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with implant dissociation at the junction of the femoral head and neck a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision surgery due to a dislocated hip and disassociated femoral head from stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: x11-180313, item name: bi-metric/x por nc lat 13x145m lot number: 386650; item number: 15-106056, item name: m2a-38 cup non flared sz 56mm, lot number: 949000; item number: 31-323230, item name: 3.2mmx30mm rnglc+ acet drl bit, lot number:355010; item number: 00-510-400-00, item name: exodus hip stem removal blades, lot number: 21021; item number: 430060, item name: radial osteotome 6mm, lot number: 541312; item number: 11-300818, item name: arcos 18x150mm spl tpr dist, lot number: 381820; item number: 11-301312, item name: arcos con sz b hi 60mm, lot number: 838120; item number: 11-302101, item name: arcos troch claw large 100mm, lot number: 506530; item number: 11-302138 item name: arcos lateral troch bolt 38mm, lot number:240720; item number: 650-1055, item name: cer bioloxd option hd 28mm, lot number: 3130999; item number: 650-1064, item name: cer option type 1 tpr sleve -6, lot number: 3100122; item number: 110010268, item name: g7 osseoti multihole 60mm g, lot number: 6833750; item number: 110024465, item name: g7 dual mobility liner 46mm g, lot number: 358140; item number: 110031013, item name: vivacit-e dm bearing 28x46mm, lot number: 65254751; item number: 00-6250-065-40, item name: bone screw 6.5x40 selftap, lot number: j7250390; item number: 00-6250-065-25, item name: bone screw 6.5x25 selftap, lot number: j7280773; item number: 00-6250-065-30, item name: bone screw 6.5x30 selftap lot number: 65514448; item number: 65514448, item name: bone screw 6.5x30 selftap, lot number: 65013422; item number: 00-2232-004-18, item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm, lot number: 65459439; item number: 00-2232-004-18, item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm, lot number: 65632345; item number:00-2232-004-18, item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm, lot number: 65656496. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00342 and 0001825034 - 2023 - 00339 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.